Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. The patient was hospitalized due to the event and treated with amikacin injection (125mg, once daily, intraperitoneal, ongoing), ceftazidime injection (1gm, once daily, intraperitoneal, ongoing) and heparin injection (1000iu, twice a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was discharged and not recovered from the events. Pd therapy was put on temporary hold and switched to hemodialysis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.